Manufacturer narrative:
The device was returned to olympus for evaluation and the reported issue was not confirmed, however, the pin unit was corroded demonstrating fluid had been present which affected the image. The distal end adhesive had an uneven edge. The identity badge was missing. The button operation on the switch function was inoperative. The air and water channel volume failed. Water removal failed. The device was leaking from the biopsy channel. It was undermined how the fluid had entered the instrument; however quality trend analysis had shown that fluid inside the plug body can result in intermittent image issues temporarily affecting the video image and other electrical functionality. The blockage in the air/water nozzle, appeared to be a white fibrous material. The debris did not originate from the olympus endoscope. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the customer, during a procedure, the evis lucera gastrointestinal videoscope presented fault lines on the screen. The intended procedure was completed with the same device with no surgical delay. No patient harm reported. During the evaluation of the device, it was noted white debris was identified in the mouth of the air/water nozzle due to insufficient or incorrect reprocessing. This report is to capture the reportable malfunction of white debris was identified in the mouth of the air/water nozzle due to insufficient or incorrect reprocessing noted at estimation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 16 years since the subject device was manufactured. Based on the results of the investigation, it is likely the material was not removed even though the user reprocessed the device in accordance with IFU from the following reasons. White fibrous material protruded from the nozzle. The material did not originate from the olympus endoscope. The material expected in IFU is mainly dirt that adheres to endoscope during procedure. It is likely the white fibrous material was not dirt expected in IFU the event can be detected by following the instructions for use which state: "inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 18-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.